Manufacturer narrative:
Product complaint # (B)(4). Additional information received. Photos and lot number were provided. Per the provided photos, it was found that the distal tip portion of the final tightener had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision t3-pelvis - (B)(6), (B)(6) hospital (B)(6) 2018 - reported as (B)(4):- instrument complaint during revision: dr (B)(6) was performing a revision spinal fusion and went to use the x25 final tightening shaft to torque the set screw. He said that the instrument was burred and did not do want it was meant to do and it needed to be replaced. There are x 2 of these instruments on the set so this was used and there was a very minimal delay to the surgery.